Event description:
A nurse reported intermittent tracking with their instruments during an ent procedure with the fusion system. Following troubleshooting, the staff removed a metal object that was next to the operating room bed and the surgeon was able to continue the surgery using the navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Pt weight unavailable from hospital. Per the reported event, staff at the site was provided with instructions from technical services that resolved the issue at the time of the event.